Manufacturer narrative:
Patient data not currently available. A follow up report will be submitted when the investigation is complete.

Manufacturer narrative:
The initial report was loss of telemetry and the sync master (sm) was generating "inverted sync". However, the event is the aps reported "fast sync" which occurs if the pulse interval is less than 34.8 ms for 5 consecutive triggers. The sm unit was returned for analysis and exhibited no erroneous software configuration or software changes. The sm started up and began to output sync pulses normally. In addition to testing software, no issues with the hardware could be detected. The system had continued to operate properly using the autoredundant-backup sm when the autoredundant-primary was removed. This indicates that an error occurred in the feedback paths from primary to secondary. There is no further information as to why one of these units turned on, but it is known that the inactive sm will only turn on if it senses missed pulses from the other sm. Nothing systemic is indicated based upon the available information. Unable to determine root cause. Secondary sm became active due to interruption of feedback from the primary sm. This guaranteed that both sm were active (generating sync) at the same time, but not synchronized to each other. This caused fast sync and framing errors which took down the system.

Event description:
The record reports a loss of monitoring at the carescape telemetry server. There was no reported patient injury associated with this event.